Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, specified as repeated 4 times". The cause of the events was unknown. The patient was hospitalized for the events "almost every month" from four months ago to present. The patient was treated with an unspecified anti-inflammatory drug for the events. At the time of this report, the patient has recovered from the events and pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date "from jan 2022 to now". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.